Event description:
A medical control officer was reviewing an event record from the device. The officer questioned why a shock indicated was followed immediately by a charge removed. The pt was not resuscitated but the reporter indicated pt outcome was not affected, due to continued use of the device.